Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that device explant due to advisory, physician decided to replace the lv lead. Cannulation of the cs resulted in a proximal dissection and tear. The lead was repositioned. The patient was stable post-procedure.